Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Event description:
Treatment of a hemangioblastoma. On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported the coil could not be detached despite four attempts with the instant detacher and two attempts with the manual method (an alternative detachment method presented in the instructions for use), so the coil was removed from the patient. A new coil was used to complete the procedure. The patient is currently in good condition after surgical removal of the left side hemangioblastoma.